Event description:
The customer reported that the systems' snubber board would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the snubber printed circuit board. The system was tested and found to be working as intended and put back in service.